Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Customer stated that the enteral feeding pump stopped working in middle of the prime, couldn't turn it back on since then. Tried another power cord and still not working. No patient involvement. Upon follow up with the customer on (B)(6) 2018, they confirmed that the pump turned off on its own during priming.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the pump turning off on its own. The unit was triaged and the customer¿s reported condition was confirmed. A review of the device history record shows that this unit was manufactured in 2017 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.